Event description:
Additional information was received indicating that this system still exhibited high, out-of-range (oor) shocking lead impedance measurements greater than 125 ohms. This has been an ongoing issue. Rv output was then increased to maximum for shock. Ts provided options for troubleshooting. Furthermore, the cause of high shocking impedance was not conclusively determined. A device replacement was scheduled; however, the patient no longer met the criteria for ICD therapy. Tachycardia therapy was programmed off in the ICD. This system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the system exhibited high out-of-range shock impedance measurement. Boston scientific technical services (ts) explained possible causes of high out-of-range impedance and recommended performing a defibrillation threshold to verify the integrity and get an actual impedance measurement. Furthermore, a commanded shock was performed and got 85 ohms. There were no fault codes noted. This system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement. The device was programmed to triad. Boston scientific technical services (ts) suggested checking other vectors and provided troubleshooting options. Additional information indicated that the cause of high out-of-range shock impedance was not conclusively determined. The patient will be monitored on normal routine follow-up and the impedance measurement in other vectors will be checked at the next appointment. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)